Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as the reporter does not want the surgeon contacted. (B)(4).

Event description:
A consumer reporting after having cataract surgery with an intraocular lens (iol) implant, her vision does not feel right. She has experienced a feeling of pressure in her eye and a sharp stabbing pain. Her doctor informed her that the eye is fine. She is now seeing another doctor. Her distance vision is fine with her new glasses but she is having trouble reading. She will be having permanent plugs for this eye. No further information is expected as the reporter does not want the surgeon contacted.